Event description:
During a call in 2000 involving a pt in cardiac arrest, the crew was unable to read the pt's rhythm thru this cable. They were able to see it was v-fib on the 3 lead ECG cable. They shocked the pt 8 times and transferred the pt to a hospital where they were pronounced.